Event description:
It was reported that peri-device leak occurred. A left atrial appendage closure procedure was performed and a 30mm watchman closure device was implanted in (B)(6) 2020. At a routine follow up appointment in (B)(6) 2024, computed tomography (CT) was performed which revealed a peri-device leak measuring 8.2mm. The peri-device leak was closed with placement of a non-boston scientific duct occluder.